Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain/ pelvic pain, left side pain (constant, daily, moderate to severe)") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in a 35-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2002 and (B)(6) 2011)), recurrent abortion (2), tooth pain, diabetes, chickenpox, measles, right bundle branch block and left anterior fascicular block and chest discomfort. Previously administered products included for an unreported indication: bismol and latex. Past adverse reactions to the above products included urticaria with latex and bismol. Concurrent conditions included obesity, latex allergy, irregular menstruation, anesthesia, strength loss of, fatigue, anxiety, depression, hyperlipidemia, low hdl, short of breath, diaphoresis, smoker and groin pain. Family history included cancer (nos), breast cancer (mother), heart disease, unspecified and open heart surgery (sisters). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced mood swings ("hormonal changes (describe: extreme mood swings)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced chest pain ("chest pain"), haematochezia ("bloody stool"), gastritis ("gastritis"), blood cholesterol increased ("high cholesterol"), cardiac murmur ("heart murmur"), vitamin d deficiency ("vitamin d deficiency") and renal mass ("isoechoic mass ¿ left kidney"). The patient was treated with medroxyprogesterone (depo provera), omeprazole, simvastatin, tocopherol (vitamin e), colecalciferol (vitamin d) and surgery (abdominal hysterectomy, bilateral salpingectomy, and cystoscopy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, chest pain, haematochezia, gastritis, blood cholesterol increased, cardiac murmur, vitamin d deficiency and renal mass outcome was unknown and the genital haemorrhage, menorrhagia, mood swings, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved. The reporter considered blood cholesterol increased, cardiac murmur, chest pain, dysmenorrhoea, dyspareunia, gastritis, genital haemorrhage, haematochezia, menorrhagia, mood swings, pelvic pain, renal mass, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: she dis not claim that essure worsened a previously existing injury/condition. Current weight: 175 lbs. She did not allege that essure caused birth defects. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement of both essure (cont.) (B)(6) 2013: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. (B)(6) 2010 : thin prep pap : specimen type: thin prep pap-cervical/vaginal interpretation/result: trichomonas vaginalis. Inflammation, moderate. (B)(6) 2013 : rad/xr hysterosalpingogram : indications: sterilization findings: bilateral essure tubes are seen in place and they appear to be totally occlusive as no fallopian tube filling or free intraperitoneal spillage noted. The opacified endometrial cavity is unremarkable. Impression: essure tubes in place with bilateral fallopian tube. (B)(6) 2013 : pathology report : gross description: specimen is received fixed in formalin in two containers labeled a and b. A: labeled endometrial biopsy- specimen consists of multiple pink fragments of soft tissue adherent to a brush. The brush is scraped into a filter paper and the fragments are entirely submitted. Summary: one block b: labeled endocervical curettings- specimen consists of multiple fragments of pink-tan mucus adherent to endocervical brushes, measuring in aggregate 0.5 x 0.4 x 0.1 cm. Entirely submitted. Summary: one block microscopic diagnosis: a: endometrium, biopsy: superficial endometrial epithelium and stroma. The specimen is markedly fragmented. No good intact glandular pattern is present as the fragmentation is so prominent. However, proliferative endometrium is favored. Negative for hyperplasia or malignancy. B: endocervix, curettage: detached endocervical glandular epithelium. Few detached squamous cells, mucus and inflammatory cells. Negative for dysplasia. (B)(6) 2014 : surgical pathology report : pathologic diagnosis: a: bilateral fallopian tubes robotically assisted bilateral salpingectomy: unremarkable fallopian tubes. B: uterus and cervix, robotically assisted hysterectomy (184 gm): weakly proliferative endometrium with changes suggestive of exogenous progestin effect. Adenomyosis. Leiomyomata. Cervix with chronic inflammation and nabothian cysts. Specimens received:a: fallopian tube bilateral b: uterus and cervix clinical history pre and postoperative diagnosis: abnormal uterine bleeding, pelvic pain gross description: a: specimen received fresh in one container, labeled "bilateral fallopian tubes" and consists of two fimbriated fallopian tubes averaging 6.0 x 0.5 x 0.5 cm displaying tan/purple hyperemic smooth serosa and a stellate lumen. Identified is a 0.3 cm clear fluid filled paratubal cyst. Representative sections from each portion are submitted in 2 cassettes. B: specimen received fresh in one container, labeled "cervix, uterus" and consists of a uterus and cervix without attached adnexa measuring 9.8 x 6.5 x 5.5 cm and weighs 184.0 gm. The serosa is tan and smooth. The exocervix is tan/white smooth glistening and displays a 0.7 cm round os. The endocervical canal is tan/white and measures 2.5 cm in length. The endometrial cavity is triangular displaying tan/red soft endometrium measuring 0.1 cm in thickness. The tan/white firm and slightly whorled myometrium measures 3.0 cm in thickness. No mass lesions are identified. Representative sections are submitted in 6 cassettes. B1 - anterior cervix; b2 - posterior cervix; b3-4 - anterior endomyometrium; b5-6 - posterior endomyometrium. (B)(6) 2014 : echocardiographic report : clinical indications: chest pain. Interpretation: 1. The study is technically suboptimal, presumably due to patient's body habitus. 2. Left ventricle size, wall thickness and systolic function are normal. The ejection fraction is 57%. 3. Normal mitral valve morphology and motion. 4. Normal left atrium. 5. The aortic root is normal. The aortic valve appears to be tricuspid with normal systolic opening. 6 the right ventricle size and systolic function are normal. Normal pulmonic valve, tricuspid valve and right atrium. 7. There is no pericardial effusion. Doppler findings: intracardiac doppler study detects mild aortic regurgitation. There is mildly increased systolic flow velocity across the aortic valve, peak and mean gradients across the valve 22mmhg and 9mmhg respectively. The significance of increased flow velocity is unclear as aortic valve opening appears to be normal. Impression: 1. Normal left ventricular systolic function. 2. Mild aortic regurgitation. 3. Mildly increased systolic flow velocity across the aortic valve of unclear significance. (B)(6) 2014 : CT of abdomen and and pelvis : clinical history: retroperitoneal bleed findings: visualized portion of lung parenchyma are normal, heart is not enlarged. Liver, spleen, pancreas and kidneys are normal. Gallbladder and biliary ducts are normal as well as adrenal glands. There is some prominence of the right iliac vessels in the lower pelvis with some stranding of the surrounding fat, likely secondary to recent procedure, it is focalize process, transverse dimension of 18 mm and craniocaudal longest dimension of about 3.9 cm. Otherwise, abdomen, retroperitoneum and pelvis demonstrate, no mass or significant adenopathy, there is no abnormal fluid collection, no retroperitoneal bleed. Uterus have been removed, appearance of large and small bowel is unremarkable, appendix is visualized and is normal. Impression: focal changes confine to external iliac vessel in the right lower pelvis as noted, otherwise negative exam. (B)(6) 2016 : echocardiographic report : clinical indications: ai (aortic insufficiency), aortic stenosis, chest pain, palpitations. Summary: 1. Lv (left ventricular) systolic function is normal. 2. Mild aortic stenosis. Moderate aortic insufficiency. Possible bicuspid av (atrioventricular). (B)(6) 2017 : CT abdomen pelvis with oral and IV contrast : clinical history: renal mass. Findings: minimal dependent changes at the lung bases. No pleural fluid or pneumothorax. No urinary tract calculi. Prompt symmetric enhancement of both kidneys following contrast administration. A rounded area measuring approximately 3.2 x 2.9 cm was again noted at the midpole of the left kidney medially. This was isodense to the renal cortex on all series. Slight splaying of the calyces at this level. The finding was unchanged. There was prompt bilateral excretion of contrast by both kidneys. The ureters were unremarkable in course and caliber. The urinary bladder was unremarkable in appearance. Impression: stable 3.2 x 2.9 cm rounded area at the midpole of the left kidney isodense to the renal cortex on all series. Physician suspect a hypertrophic column of bertin. Six-month follow-up ultrasound should be considered. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, pelvic pain, painful intercourse" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain/ pelvic pain, left side pain (constant, daily, moderate to severe)") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in a 35-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1998, (B)(6) 2002 and (B)(6) 2011)), recurrent abortion (2), tooth pain, diabetes, chickenpox, measles, right bundle branch block and left anterior fascicular block and chest discomfort. Previously administered products included for an unreported indication: bismol and latex. Past adverse reactions to the above products included urticaria with latex and bismol. Concurrent conditions included obesity, latex allergy, irregular menstruation, anesthesia, strength loss of, fatigue, anxiety, depression, hyperlipidemia, low hdl, short of breath, diaphoresis, smoker and groin pain. Family history included cancer (nos), breast cancer (mother), heart disease, unspecified and open heart surgery (sisters). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced mood swings ("hormonal changes (describe: extreme mood swings)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced chest pain ("chest pain"), haematochezia ("bloody stool"), gastritis ("gastritis"), blood cholesterol increased ("high cholesterol"), cardiac murmur ("heart murmur"), vitamin d deficiency ("vitamin d deficiency") and renal mass ("isoechoic mass ¿ left kidney"). The patient was treated with medroxyprogesterone (depo provera), omeprazole, simvastatin, tocopherol (vitamin e), cholecalciferol (vitamin d) and surgery (abdominal hysterectomy, bilateral salpingectomy, and cystoscopy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, chest pain, haematochezia, gastritis, blood cholesterol increased, cardiac murmur, vitamin d deficiency and renal mass outcome was unknown and the genital haemorrhage, menorrhagia, mood swings, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved. The reporter considered blood cholesterol increased, cardiac murmur, chest pain, dysmenorrhoea, dyspareunia, gastritis, genital haemorrhage, haematochezia, menorrhagia, mood swings, pelvic pain, renal mass, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: she dis not claim that essure worsened a previously existing injury/condition. Current weight: 175 lbs. She did not allege that essure caused birth defects. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6)2013: satisfactory placement of both essure (cont.) (B)(6) 2013: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. (B)(6) 2010 : thin prep pap : specimen type: thin prep pap-cervical/vaginal interpretation/result: trichomonas vaginalis. Inflammation, moderate. (B)(6) 2013 : rad/xr hysterosalpingogram : indications: sterilization findings: bilateral essure tubes are seen in place and they appear to be totally occlusive as no fallopian tube filling or free intraperitoneal spillage noted. The opacified endometrial cavity is unremarkable. Impression: essure tubes in place with bilateral fallopian tube. (B)(6) 2013 : pathology report : gross description: specimen is received fixed in formalin in two containers labeled a and b. A: labeled endometrial biopsy- specimen consists of multiple pink fragments of soft tissue adherent to a brush. The brush is scraped into a filter paper and the fragments are entirely submitted. Summary: one block b: labeled endocervical curettings- specimen consists of multiple fragments of pink-tan mucus adherent to endocervical brushes, measuring in aggregate 0.5 x 0.4 x 0.1 cm. Entirely submitted. Summary: one block microscopic diagnosis: a: endometrium, biopsy: superficial endometrial epithelium and stroma. The specimen is markedly fragmented. No good intact glandular pattern is present as the fragmentation is so prominent. However, proliferative endometrium is favored. Negative for hyperplasia or malignancy. B: endocervix, curettage: detached endocervical glandular epithelium. Few detached squamous cells, mucus and inflammatory cells. Negative for dysplasia. (B)(6)2014 : surgical pathology report : pathologic diagnosis: a: bilateral fallopian tubes robotically assisted bilateral salpingectomy: unremarkable fallopian tubes. B: uterus and cervix, robotically assisted hysterectomy (184 gm): weakly proliferative endometrium with changes suggestive of exogenous progestin effect. Adenomyosis. Leiomyomata. Cervix with chronic inflammation and nabothian cysts. Specimens received:a: fallopian tube bilateral b: uterus and cervix clinical history pre and postoperative diagnosis: abnormal uterine bleeding, pelvic pain gross description: a: specimen received fresh in one container, labeled "bilateral fallopian tubes" and consists of two fimbriated fallopian tubes averaging 6.0 x 0.5 x 0.5 cm displaying tan/purple hyperemic smooth serosa and a stellate lumen. Identified is a 0.3 cm clear fluid filled paratubal cyst. Representative sections from each portion are submitted in 2 cassettes. B: specimen received fresh in one container, labeled "cervix, uterus" and consists of a uterus and cervix without attached adnexa measuring 9.8 x 6.5 x 5.5 cm and weighs 184.0 gm. The serosa is tan and smooth. The exocervix is tan/white smooth glistening and displays a 0.7 cm round os. The endocervical canal is tan/white and measures 2.5 cm in length. The endometrial cavity is triangular displaying tan/red soft endometrium measuring 0.1 cm in thickness. The tan/white firm and slightly whorled myometrium measures 3.0 cm in thickness. No mass lesions are identified. Representative sections are submitted in 6 cassettes. B1 - anterior cervix; b2 - posterior cervix; b3-4 - anterior endomyometrium; b5-6 - posterior endomyometrium. (B)(6) 2014 : echocardiographic report : clinical indications: chest pain interpretation: 1. The study is technically suboptimal, presumably due to patient's body habitus. 2. Left ventricle size, wall thickness and systolic function are normal. The ejection fraction is 57%. 3. Normal mitral valve morphology and motion. 4. Normal left atrium. 5. The aortic root is normal. The aortic valve appears to be tricuspid with normal systolic opening. 6 the right ventricle size and systolic function are normal. Normal pulmonic valve, tricuspid valve and right atrium. 7. There is no pericardial effusion. Doppler findings: intracardiac doppler study detects mild aortic regurgitation. There is mildly increased systolic flow velocity across the aortic valve, peak and mean gradients across the valve 22mmhg and 9mmhg respectively. The significance of increased flow velocity is unclear as aortic valve opening appears to be normal. Impression: normal left ventricular systolic function. Mild aortic regurgitation. Mildly increased systolic flow velocity across the aortic valve of unclear significance. (B)(6) 2014 : CT of abdomen and pelvis : clinical history: retroperitoneal bleed findings: visualized portion of lung parenchyma are normal, heart is not enlarged. Liver, spleen, pancreas and kidneys are normal. Gallbladder and biliary ducts are normal as well as adrenal glands. There is some prominence of the right iliac vessels in the lower pelvis with some stranding of the surrounding fat, likely secondary to recent procedure, it is focalize process, transverse dimension of 18 mm and craniocaudal longest dimension of about 3.9 cm. Otherwise, abdomen, retroperitoneum and pelvis demonstrate, no mass or significant adenopathy, there is no abnormal fluid collection, no retroperitoneal bleed. Uterus have been removed, appearance of large and small bowel is unremarkable, appendix is visualized and is normal. Impression: focal changes confine to external iliac vessel in the right lower pelvis as noted, otherwise negative exam. (B)(6) 2016 : echocardiographic report : clinical indications: ai (aortic insufficiency), aortic stenosis, chest pain, palpitations. Summary: 1. Lv (left ventricular) systolic function is normal. 2. Mild aortic stenosis. Moderate aortic insufficiency. Possible bicuspid av (atrioventricular). (B)(6)2017 : CT abdomen pelvis with oral and IV contrast : clinical history: renal mass. Findings: minimal dependent changes at the lung bases. No pleural fluid or pneumothorax. No urinary tract calculi. Prompt symmetric enhancement of both kidneys following contrast administration. A rounded area measuring approximately 3.2 x 2.9 cm was again noted at the midpole of the left kidney medially. This was isodense to the renal cortex on all series. Slight splaying of the calyces at this level. The finding was unchanged. There was prompt bilateral excretion of contrast by both kidneys. The ureters were unremarkable in course and caliber. The urinary bladder was unremarkable in appearance. Impression: stable 3.2 x 2.9 cm rounded area at the midpole of the left kidney isodense to the renal cortex on all series. Physician suspect a hypertrophic column of bertin. Six-month follow-up ultrasound should be considered. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, pelvic pain, painful intercourse" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "extreme mood swings, abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal), chest pain, bloody stool, gastritis, high cholesterol, heart murmur, vitamin d deficiency, isoechoic mass ¿ left kidney", lot number, reporter, historical condition added from pfs. Historical and concomitant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingectomy, and cystoscopy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement of both essure (cont.) On (B)(6) 2013: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Company causality comment: this litigation case report refers to a unspecified age female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and on an unknown date she reported adverse events including chronic pelvic pain. The patient was treated with surgery (abdominal hysterectomy, bilateral salpingectomy, and cystoscopy) and essure was removed on (B)(6) 2014. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse, and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingectomy, and cystoscopy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement of both essure (cont.) On 16-apr-2013: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a unspecified age female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and on an unknown date she reported adverse events including chronic pelvic pain. The patient was treated with surgery (abdominal hysterectomy, bilateral salpingectomy, and cystoscopy) and essure was removed on (B)(6) 2014. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse, and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.